Event description:
Kinair bed spontaneously deflated causing pt to show signs of respiratory distress. Chronic problem caused by over temperature sensing circuit in 12v power module in power module in power distribution panel. Kinetic concepts failed to notify customers who purcahsed this bed of a subsequent engineering change to this circuit.